Manufacturer narrative:
It was further confirmed that after the patient was removed from the device, the respiratory therapist performed an oxygen sensor calibration. A company field service engineer (fse) evaluated the ventilator on-site and a review of the device event logs identified no abnormalities or fault conditions associated with the reported event. It is important to note that the oxygen sensor calibration performed prior to this evaluation may have impacted the findings. During evaluation, the ventilator successfully delivered 100% oxygen during the oxygen test and completed all verification procedures without issue and the field service engineer demonstrated the successful oxygen output to the customer. The ventilator passed all functional testing and operated within OEM specifications; therefore, we are unable to determine a definitive root cause.

Event description:
It was reported that while on a patient the device was alarming low oxygen concentration. The alarming device was swapped out for another, and complainant confirmed no adverse effect to the patient.